Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use, as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, a xience v stent was implanted in a de novo, mid, left anterior descending coronary artery and on (B)(6) 2012 the patient experienced angina and was admitted to the hospital. A diagnostic coronary angiography was done with findings of 100% occluded mid lad. An elective left internal mammary artery (lima)- lad, saphenous vein graft (svg)-diagonal, svg-obtuse marginal, and svg-posterior descending coronary artery bypass surgery was completed on (B)(6) 2012 and the symptoms resolved on (B)(6) 2012. The patient was discharged home on (B)(6) 2012 without any patient adverse sequela. No additional information was provided.